Event description:
It was reported that after 15 minutes of iab use, the pump experienced helium leak alarms and blood was noted entering the helium tubing. The iab was removed and replaced with no patient complications.